Event description:
The pt experienced a return of symptoms; the symptoms were unspecified. During the last few refills, the hlth care professional (hcp) had gotten more drug volume on aspiration than expected; the volumes were not provided. The hcp felt it was a missing propellant issue since the pump was on the recall list and opted to replace the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A fu/ report will be sent when the analysis is complete. The serial number of the device is included in the synchromed ii missing propellant recall and physician communication (dated may 21, 2008).